Event description:
It was reported by the rep that when (1) tsb35 device was used during a laparoscopic ad procedure it would not fire. A second tsb35 was used to complete the case with no consequence to the pt.